Event description:
It was reported that the device was suspected for early battery depletion due to high coronary sinus output on the left ventricular (lv) lead. The device was explanted and replaced, and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Products: 6947 implantable tachy lead 2010 (B)(6); 5568 implantable pacing lead 2010 (B)(6). (B)(4).